Event description:
Service was requested for this device based upon a report received by the facility's biomedical engineer. The pump was reportedly received from a nursing floor of the facility with a note stating that it turns off during treatment. The facility's rep stated that there was no incident report submitted in relation to this situation and that details were not available to determine when or where the situation occurred. No additional contacts were able to be identified by the facility and as a result no pt or drug info was able to be obtained. Should additional info become available a follow up report will be submitted.